Event description:
It was reported that during an implant procedure, the helix of the right ventricular (rv) lead would not stay with the helix locking tool. Finally, the physician elected to not use the rv lead and a new lead was implanted. The patient was stable throughout the procedure.